Event description:
It was reported a 6f angio-seal evolution was used post procedure. Upon transfer to the telemetry unit, a hematoma was discovered. Manual compression was applied followed by a femostop. The heparin was discontinued and the pt was monitored for groin management. A duplex ultrasound was negative for pseudoaneurysm. The hematoma dissipated throughout the day with increased ecchymosis. The next day, the pt received 1 unit of packed red blood cells for anemia which stabilized the pt's hemoglobin and hemocrit. The pt was discharged three days later. The pt was taking aspirin and has medical history of heart failure, valvular disease, hypertension, coronary artery disease, arthritis, gerd, atrial fibrillation, connective tissue disease, pulmonary disease, previous ipsilateral percutaneous femoral access with memo device less than 90 prior to this event. This complaint was gained through the evolution registry.

Manufacturer narrative:
No product was returned for eval. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information received, the cause for the reported event could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses.